Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a pulmonary vein isolation procedure a farawave pulsed field ablation catheter was selected for use. The atrial appendage was perforated by the guidewire while searching for the left inferior pulmonary vein which caused cardiac tamponade. No additional details available.